Event description:
Patient (age unavailable) needed to replace the transfer st because occluder feet had broken, and leaks are observed when the minicap is removed. The reported transfer set was placed december 2005 (less than 3 months). The patient began apd therapy in december 2005. There was no patient injury or medical intervention associated with this incident.